Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric sleeve procedure, the staples did not go into the tissue. They formed a "b" shape but they did not go into the tissue. The case was completed by over-sewing. There was no patient consequence.